Event description:
It was reported that there was early battery depletion due to chronic high competitor lv (left ventricular) lead threshold, and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1158t competitor lead, implanted: (B)(6) 2013; 1888tc competitor lead, implanted: (B)(6) 2013. (B)(4).